Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2012 and topical adhesive was used. The patient experienced severe contact dermatitis and developed numerous vesicles surrounding the incision that enlarged and began draining. In addition, the patient had areas of wound dehiscence with skin maceration where the vesicles were draining. The patients wound was debrided on unknown date and local wound care and oral antihistamines and a referral to dermatology. The dermatologist prescribed clobetasol ointment that is improving her symptoms. As of her last visit on (B)(6) 2012, the patient has several areas of eschar where the areas of wound dehiscence were within the incision. The vesicles and erythema have resolved.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The customer reports the following possible batch numbers: batch (B)(4), mfg date: 06/08/2012, exp date: 06/30/2014.